Manufacturer narrative:
(B)(4). G2: foreign: canada. D10: unknown; tibial component; unknown lot. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the tka surgery, a 10mm surface implant could not be inserted even after several attempts while paying attention to the insertion direction. As a result, the surgery was successfully completed with another 10mm articular surface. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned articular surface identified signs of use (dings, nicks and gouges). The dovetail feature poly was flared. There were dings in and around the extraction slot, indents on the anterior surface, and a scratch on the lateral side of the articulating surface. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.